Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable." The alarm had been silenced, the settings had been reviewed, and the clamp had been closed. The cassette had been removed, gently tapped, and the tubing had been massaged to disperse air bubbles in the line. The cassette had been replaced, but the alarm had persisted. The cassette had been removed again, gently tapped, and the tubing had been massaged once more. After replacing the cassette, the alarm had still persisted. The pump had been powered off, and the patient had been advised to call the clinic when it opened for further instructions. Reservoir volume had been 12.7ml, rate had been 2.4ml/hr, and volume given had been 98.3ml. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had alarmed "no disposable pump won't run." No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.